Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver ceased to function. No additional event or patient information is available. The device has been received for evaluation.  A follow-up report will be submitted once the evaluation is complete.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. An external visual inspection was performed and no defects were found. The receiver was charged and would boot up. Functional testing was performed and no defects were found. A review of the data log shows the receiver shutting down for low battery even though the battery had a high charge. Discharge test was performed and failed. The receiver case was opened for further evaluation. A visual interior inspection was performed and the inspection passed. The battery was swapped out with a new battery and the discharge was performed again. Receiver passed discharge test with known good battery. The reported event of receiver ceased to function was confirmed. The root cause was determined to be a bad battery.